Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 ¿g/m. Additional information was requested, and the following was obtained: questions: what is the product code and lot number? Please provide the attached file in another format different than .heic (jpeg, pdf) was re-operation or re-suturing performed? When? Was there any adverse consequence associated with the patient? Answers: please see my comments below. The code was sxpp1a400. Unfortunately no lot numbers are available. I don¿t know how to change the file format of the picture. I forwarded what was provided to me. There was no patient consequence as the defect was noticed immediately and that particular suture was not used. Another suture was used. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo analysis: investigation summary: upon visual inspection of the one picture received for evaluation, it was observed a suture piece and the fixation tab broken at two sides and the product code is unknown. The barbs in the picture cannot be observed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records couldn't be reviewed as the batch number is unknown. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2021 and barbed suture was used. During the procedure, it was reported by the sales rep that during an orthopedic procedure while pulling suture tight after the first pass tab broke. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.